Event description:
It was reported that the customer received a failed battery test alarm every time she inserted a new battery in the insulin pump. Her blood glucose level was 120 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected failed battery test alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.